Event description:
This lead was explanted and replaced because it became dislodged and lost capture. The hospital discarded this lead. Should additional info become available, this event will be updated.